Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced migration of device, pain, foreign body reaction and scarring. With the limited information available at this time, an assessment can not be made in regards to the allegation of foreign body reaction or migration of device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an inguinal hernia. A bard flat mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent surgery to remove his bard mesh device because allegedly the mesh had migrated and caused a severe foreign body reaction, scarring and pain. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced migration of device, pain, foreign body reaction and scarring. With the limited information available at this time, an assessment can not be made in regards to the allegation of foreign body reaction or migration of device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and correct the implant date and product identifiers. Based on the available information, no conclusions can be made. Per medical record review, about 5 years post-implant of bard flat mesh, patient had hernia recurrence; it was noted that "previously placed mesh had become somewhat displaced" and the mesh was explanted. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an inguinal hernia. A bard flat mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent surgery to remove his bard mesh device because allegedly the mesh had migrated and caused a severe foreign body reaction, scarring and pain. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information received: (B)(6) 2009 - patient was diagnosed with right inguinal hernia and underwent open repair with bard mesh. Per the operative notes, ¿there was a direct inguinal hernia. This was repaired by using bard flat mesh (device#1) sutured between the internal oblique aponeurosis." (B)(6) 2014 - patient was diagnosed with recurrent right inguinal pain and underwent repair with perfix light plug (device #2). Per the operative notes, "we then proceeded with exploration of a very scarred right groin. There was evidence of a previously placed mesh what had become somewhat displaced. We did identify old, scarred piece of mesh (device #1) that was all carefully removed, a direct hernia inferomedially was identified and a perfix light plug was placed and sutured. I then used the onlay patch to place across the floor of the inguinal canal.¿ (B)(6) 2014 - patient underwent trans-scrotal right orchiectomy due to right testicular infraction. Attorney alleges adhesions, loss testicle(s), mesh migration, mesh shrinkage, nerve damage, pain, recurrence, orchiectomy, foreign reaction and scarring.